Event description:
Repair request initiated for device with the report of removal difficulty. No patient impact reported. Repair is being escalated to product event due to ce code. On further follow-up it was reported that there is a broken bur remains in the upper neck of the motor.

Manufacturer narrative:
H3 product analysis: device not yet returned to manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that device with the report of removal difficulty. No patient impact reported. Repair is being escalated to product event due to ce code. On further follow-up it was reported that there is a broken bur remaining in the upper neck of the motor. Additional information received stating that there is no patient or staff impact.

Event description:
It was reported that motor with the report of removal difficulty. No patient impact reported. Repair is being escalated to product event due to ce code. On further follow-up it was reported that there is a broken bur remaining in the upper neck of the motor. Additional information received stated that there was no patient impact and the tool broke during evaluation.

Manufacturer narrative:
H3:product analysis:evaluation determined that tool has broken.the likely cause of the failure could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.